Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market 324 units of this code-batch. There are no units in our stock. We have received an open and used sample with a piece of thread attached to the needle. The thread is broken, and it measures 3 cm approximately. According to the information received, the sample received is the involved in the case. Therefore, the defect of this case is changed. Checking the thread and the needle of the sample received, there are some marks of a needle holder or other surgical instrument in the needle and along the thread surface, but it is not clearly seen if the thread breakage is due to this issue. As stated in the instructions for use of the product, when working with suture materials great care shall be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements conclusion root cause analysis: it has not been possible to determine the root cause because no closed samples have been received, only an open and used sample that it is contaminated, and a further analysis cannot be conducted. Final conclusion: in spite of receiving the involved used sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We have reviewed the batch manufacturing record of the involved batch and we have found no deviations. Therefore, we do not see any manufacturing fault or material defect that could have caused the incident. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The customer reported that a needle was detached from the thread and lost inside the patient during removal through a trocar. The needle was located after 35 minutes. There was no patient injury. It occurred during laparoscopic subtotal hysterectomy (lash) surgery, suturing the peritoneum (continuous suture). During the removal of the needle through the 12 mm trocar, the needle snapped into the abdominal cavity. This caused a 35-minute delay due to the required needle search (due to intraoperative needle loss and required retrieval). Furthermore, the user further noted that: the needle often detaches from the thread. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.